Event description:
A pt contacted lifecor customer support to report that the display on the monitor had cracked. The pt thought he might have rolled over on it while sleeping. The touch screen would not respond. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor's touch screen glass was cracked. The touch screen works by measuring an impedance. Once the glass on the touch screen was broke, the impedance readings could not be read correctly. This lead to the screen being nonfunctional. The pt could still turn on the device using the response buttons, but could not perform any other functions. The touch screen was replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the damaged touch screen. The pt received a replacement monitor.